Event description:
It was reported that the customer experienced low blood glucose (bg) ranging between 51-60mg/dl. Reportedly, customer suspected that the pump settings were incorrect. Bg was treated with carbohydrates. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.